Event description:
A customer reported a connection issue while using an anesthesia administration extension set. According to the report, the customer was unable to connect the device to the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: foreign postal code - (B)(6). The affected device was received for evaluation. The device was visually inspected and functionally flow tested(under water to 8 psi). The device operated within the product specifications. The reported failure could not be confirmed with the provided information and subsequent evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.